Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed transient low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the alarms were caused by the patient¿s hypovolemia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported hypovolemia could not be conclusively established. Review of the submitted log files revealed transient low flow hazard alarms. It was noted that pi was elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms and elevated pulsatility index (pi). The patient was sent to the emergency room for computed tomography (CT) angiogram to check the outflow graft (ofg) and a CT of the head. The patient was reportedly dizzy with low flows, and the patient fell and hit their head. The log file review confirmed low flow alarms from (B)(6)2023. It was later communicated that the chest CT showed no pneumothorax, pneumoperitoneum, or acute abdominal visceral organ injury and that no further evaluation was recommended. No acute intracranial hemorrhage or mass effect was seen on the head CT. Chronic minimal small vessel ischemic disease was noted. All workup was reported negative without any acute pathology and trans thoracic echocardiogram (tte) shower normal right sided function. The cause of the low flows and dizziness was said to most likely be hypovolemia. The patient was given fluids and discharged.